Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had an error e231. The issue occurred during set up. There were no reports of patient harm.

Manufacturer narrative:
Updated: d9, h3, h6, h11. This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, and since the device malfunction could not be reproduced or confirmed during evaluation, a definitive root cause of the reported issue could not be determined, however, the image sensor unit cable was found to be kinked in the bending section. It is possible, that the cable kink may have caused breakage of the output signal wire or short circuit which led to the defective image. The root cause of the kinked cable was likely due to stress when withdrawing the product during angulation, and excessive twisting, bending, etc. Which caused the kink. The kinked image sensor cable issue can be detected/prevented by following the instructions for use section below: operation manual chapter 3 preparation and inspection 3.8 inspection of the endoscopic system. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.